Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Incident date: on (B)(6) 2025. Details of complaint (reported issue): "once I flushed the piv, I noticed there was a hole/crack in the tubing." Complaint noticed: during / after use. Problem frequency: 1st time. Patient injury: no.

Event description:
No new information.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.